Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level due to the pump's carbohydrate ratio setting needing adjustment. Customer consumed carbohydrates to treat the low bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.